Manufacturer narrative:
(B)(4). The device has not been returned for investigation. From the pictures submitted it was possible to confirm the failure mode reported as "clip broken", it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bosses of the clip were broken during ligation of the blood vessel. Four clips had the same issue, 1 cartridge consists of 3 clips thus 2 cartridges were involved. The patient's condition was reported as fine.